Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, it was found that the coating on the insertion tube was peeling. Additionally, holes were discovered in the forceps channel, compromising water tightness. Scratches were noted on the operation part, the switch box, the rotational mechanism, the scope connector, the scope connector cover, and on the image itself. The insertion part of the tubing as well as the universal cord had both been crushed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his evis lucera elite bronchovideoscope due to an air/water leakage issue noted during use. Additional details relating to the patient and the event have been requested, but no response from the customer has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the insertion tube was peeling off. This report is being submitted to capture the peeling coating noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. It is further recommended that the user facility reviews the method of handling of the device and operating environment per the instructions for use. Olympus will continue to monitor field performance for this device.